Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed. The event history log is not available due to an alarm. Visual inspection of device, inserted batteries to power up device and observing the issue. Customer problem was duplicated. Device was found to be displaying 46510 error code alarm message during the investigation. A faulty microprocessor unit board will be replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed error code 46510.. No patient injury reported.